Event description:
It was reported that during use of the iab, the pump experienced helium loss alarms. A leak was noticed at the catheter's "y" connector. The iab was removed and replaced without any patient complications.